Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing/ noise. It was also reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). The ra and rv leads remain in use. No patient complications have been reported as a result of this event.